Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was tested with a test handpiece and generator and the device did activate probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Event description:
It was reported that during a colon resection procedure, the tissue pad fell off into the patient and was retrieved through the trocar. Another device was used to complete the procedure. No adverse consequences reported.